Event description:
It was reported that the physician had observed a scratch that looked like a foreign matter reflecting white at around the base of a lead haptic. The issue was found at the phase that when the trailing haptic had not fully opened after the iol (intraocular lens) had been inserted into the eye. The matter had not been removed even though the iol had been thoroughly aspirated with irrigation / aspiration. The reporting physician confirmed the white reflection even in a slit lamp examination conducted the day after surgery. The doctor said that from the appearance, it was difficult to distinguish whether it was a defect on the lens or a foreign body. There was no patient injury and no additional information was received.

Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.